Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 4/23/2018 returned test strips produce high readings. Reported defect not reproduced with returned meter and test strip. Most likely underlying root cause of high readings are due to improper storage: strips left outside of vial for an extended period of time. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 81 mg/dl. The expected fasting blood glucose test result range is 60-80 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018 a back to back blood test was performed fasting or non-fasting by the customer and produce declined. The test strip lot manufacturer's expiration date is 08/21/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer states that when she is non-fasting she reads 150 mg/dl and above.